Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display test failed due to a blank screen. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the a patient¿s liberty select cycler had a burning smell during their peritoneal dialysis (pd) treatment. There were no recent power outages in the home reported. The patient had disconnected and turned the cycler off. A replacement cycler was issued to the patient. Additional information was requested, however to date has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.